Manufacturer narrative:
(B)(4)

Event description:
It was reported during a remote follow-up session, the physician noticed oversensing episodes attributed to t-wave oversensing. The device was reprogrammed. No patient symptoms were reported.